Event description:
Patient reported he woke this morning with elevated blood glucose level of 370 mg/dl. Patient stated he examined the pump and noticed that the tubing was torn away from the luer lock. Patient reported the luer lock was still attached to the cartridge and the tubing was ripped and hanging from his site. Patient attributed the ripped tubing as the cause of the elevated blood glucose; was able to self-treat. Patient stated he noticed the leak in the tubing when he noticed his blood glucose was elevated. No adverse event reported. Requested return of the alleged tubing for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.